Event description:
It was reported that the patient developed an infection at the flank opposite of the implantable pulse generator (ipg) and lead. The physician confirmed that the infection was not device or procedure related since, after biopsy around the battery site, they created a tract for the spread of the previously localized infection. The patient was administered antibiotics and underwent a full system explant procedure. The explanted device components will not be returned as the clinic does not allow it.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).